Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device delivered too much insulin. The patient experienced hypoglycemia. Paramedics were called and treated the patient. The infusion device was requested to be returned for product evaluation.